Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, balloon withdrawal difficulties were encountered. The lesion was calcified, however, no other lesion or anatomy details are available. The physician encountered difficulty when attempting to advance the flextome monorail cutting balloon across the lesion, and therefore, removed the device without any attempts at inflation. During removal, the physician encountered resistance. Upon removal, the proximal end of the flextome monorail cutting balloon was found to be damaged. However, it was reported that there were no pt complications, and pt status was reported as "good".